Event description:
The customer reported that during a procedure with a pt on bypass, a stream of blood was noted at the seam of the oxygenator. Within seconds the oxygenator burst. No pt injury was reported.